Event description:
As the product packaging was opened, a component disengaged into the patient cavity and was subsequently retrieved to complete the case without further incident. Procedure: lobectomy. Patient status: no patient injury reported.